Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer is experiencing high blood glucose levels. Customer's blood glucose at the time of the incident was 463 mg/dl. Product is not expected to return.